Event description:
It was reported that the patient's blood glucose level rose above 20 mmol/l (360 mg/dl) while wearing the pod for approximately 30 hours. The pod reportedly fell off the infusion site (arm), resulting in cannula dislodgement and insulin leakage. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.